Event description:
New information notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Event description:
New information notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. The patient was in stable condition when in clinic on the date of the interrogation.